Event description:
The patient reported heart would do "flip flops", pulse would skip a beat and heart rate was going too fast. The symptoms were intermittent. Follow up with the patient's doctor indicated that both the right atrial (ra) lead and right ventricular (rv) lead thresholds were decreased by reprogramming. Both ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead implanted: (B)(6) 2013. (B)(4).